Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.